Manufacturer narrative:
Insulin pump functions properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed motor test. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during basal. Customer's blood glucose was 156 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.